Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. (B)(4).

Event description:
It was reported that the battery voltage fluctuated around the elective replacement indicator (eri) voltage such that it cleared the eri indicator. The implantable cardioverter defibrillator (ICD) was explanted and replaced based on the initial eri indicator but the physician was concerned with the observed behavior. No patient complications have been reported as a result of this event.